Manufacturer narrative:
The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. There was no displacement anomalies noted. The motor was tested outside the device and passed. The device received with all buttons responding properly. However, slight moisture damage was found at keypad traces. The pump was received with peeling keypad overlay. The device was received with cracked case at the display window corners, reservoir tube, reservoir tube window corners, reservoir tube window, reservoir tube lip, and battery tube threads. The device was received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call of low blood glucose levels and issued with an unresponsive keypad. The customer's blood glucose level was greater than 30 mg/dl. The customer states there are scratches and indentations on the screen and on the up and down arrow keys. The customer declined to troubleshoot for low blood glucose levels. The customer was advices to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis.